Manufacturer narrative:
Other text: d4: catalog number, lot number, expiration date and UDI number are unknown; h4: device manufacture date is unknown; b3: date of event is unknown. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient sent home on the pump. The pigtail and extension set became dislodged and chemo leaked out into the patient's pump travel pouch. No adverse patient effects were reported by the customer.